Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. The cause of the low bg was unknown. The customer consumed carbohydrates to address the low bg. In addition, it was reported that an unexpected reset occurred. Reportedly, the customer continued to use the pump for insulin therapy.